Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2006. The patient presented with myocardial infarction (mi) and an acute and visible thrombosis in the mid to proximal left anterior descending (lad) artery. The tortuous, noncalcified and 100% stenosed lesion was pre-dilated with a non bsc balloon. The physician placed a taxus express2 2.75x20mm drug eluting stent to treat the thrombosis. The stent appeared to be well apposed and positioned. In 2007, "the patient returned with lad shut off/ closed down. He has an acute stent thrombosis." The thrombosis was treated by pre-dilating with an unknown type and size balloon and then placement of a non bsc 3.0x20mm stent to the same area. The patient was compliant with plavix and aspirin use at the time of this event. The patient survived 3 weeks post procedure and then died of "sudden death." The specific cause of death was not provided. Additional information regarding this event is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.